Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Upon the clinic, two defibrillation threshold (dft) tests were performed. In the second dft the field representative reversed the polarity and a code 1005 was recorded, indicating an open circuit condition. Technical services (ts) recommended replaced the rv lead. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Upon the clinic, two defibrillation threshold (dft) tests were performed. In the second dft the field representative reversed the polarity and a code 1005 was recorded, indicating an open circuit condition. Technical services (ts) recommended replaced the rv lead. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information received indicated that this rv lead exhibited noisy signals and high out of range pacing impedance measurements, measuring greater than 3000 ohms. Technical services (ts) stated that this could be lead integrity issue. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.